Event description:
The event is reported via the maude report as: liver transplant case. Routine intubation with endotracheal tube that was new to our hospital (flexi-set cuffed endotracheal tube) by rusch/teleflex. No problems for about an hour, then noted etco2 and peak airway pressures were going up with 02 saturation at 100%. The impression was that the tube was partially kinked, but no kink was visible outside of the pt or within palpable reach inside of oral-pharynx. Attempted to pass bronchoscope and visualized kinked endotracheal tube with kink clearly visible above the vocal cords. Glidescope passed; tube was through the vocal cords, kink at almost 180 degrees above cords. The et tube was withdrawn with palpable snap as tube unkinked. Ventilation then easy with low pressure and the case proceeded uneventfully.

Manufacturer narrative:
It is unk if the device sample is available for evaluation. The info contained in ths MDR was obtained from the maude report. The maude report did not provide user facility info.